Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No cosmetic damage was noted.

Event description:
The customer reported via phone call of absence of no delivery from the insulin pump. The customer's blood glucose reading was 219 mg/dl. The customer stated that she had issues with the low reservoir. The customer stated that there are no cracks on the pump. The customer stated that the hp test failed. The customer suspended the pump and restarted the 5.0 unit fixed prime. The customer stated that the test failed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.